Event description:
Additional information has been received stating the event issue was that the intraocular lens was jammed in the lens case before surgery. There was no patient contact.

Manufacturer narrative:
Due to the corrected information provided by the customer in section b.5., this record is not reportable and there will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.